Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The unit was received with the upper and lower handles out of adjustment and not holding properly. Both shock cushions were worn and needed to be replaced. The unit was received with the standard adaptor, but not the tri-star adaptor. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the a2009 ultra 360 patient positioning system was loose and moved when pressure was applied. There was no known patient injury or delay in surgery.